Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) had shifted slightly more distally in the subclavicular pocket. This increased tension on the lead extension wires in her neck resulting in some discomfort. The patient underwent a revision procedure in which the ipg was repositioned slightly higher in her right clavicle and the ipg was sutured to the adjacent fascia. The surgery was successfully completed, and the patient is expected to fully recover.